Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device to inr results were 4.3/2.6, 3.6/2.5, 4.1/3.0, and 3.9/2.8. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device to inr results were 4.3/2.6, 3.6/2.5, 4.1/3.0, and 3.9/2.8. The device was replaced and requested to be returned for evaluation.

Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device to inr results were 4.3/2.6, 3.6/2.5, 4.1/3.0, and 3.9/2.8. The device was replaced and requested to be returned for evaluation.